Event description:
A malfunction alarm with code malf 12 was reported, occurring with a customer's insulin pump. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. Technical support provided instructions for returning the problematic pump and confirmed that a backup therapy using mdi would be used to ensure continued insulin delivery. The customer acknowledged and understood the instructions provided.